Manufacturer narrative:
(B)(4). Date sent: 6/6/2024. D4: batch # 161c15. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45g reload was returned unfired with an open package and with the reload pan partially dislodged from left side & two double drivers missing making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 161c15, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, before used on the patient, noted the cartridge pan separation after opened the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.